Manufacturer narrative:
Tw (B)(4). Updated sections: b4, b5, d4, d9, g3, g6, h2, h3, h4, h6, h11. Corrected sections: b1, h1. The device was returned to the factory for evaluation on 03/09/2026. An investigation was conducted on 03/12/2026. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the arms of the c-ring. There were no visual defects observed on the intact cannula handle. The c-ring was observed to be cracked/split and melted in the center of the c-ring. The scope wash tubing and the c-ring remained attached to the cannula due the presence of a retention rib. Based on the returned condition of the device as well the evaluation results, the reported failure "break; c-ring" was confirmed. The lot # 3000484764 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.

Event description:
The hospital reported that during vein harvesting using the vasoview hemopro 2, it was observed that the c-ring had broken in half. The issue was identified after several cauterization applications. The device was subsequently withdrawn from the patient¿s leg. The customer stated that there were no apparent issues upon opening the package, and all components appeared to be in proper condition during assembly of the kit. The c-ring was advanced under visualization and the c-ring was retracted during insertion into the leg/trocar. All fragments were successfully retrieved from the leg. A new kit was then opened, and the procedure was completed without further incident. No patient injury was reported. There was a slight delay in identifying the issue and opening a second kit. There was no other troubleshooting required that would stall the case further. No additional incisions were required. No intervention needed, no transfusions. No unusual resistance was noted during hpii insertion.

Manufacturer narrative:
Tw: (B)(4). Updated sections: b4, g3, g6, h2, h11. Corrected sections: b5.

Event description:
The hospital reported that during vein harvesting using the vasoview hemopro 2, it was observed that the c-ring had broken in half. The issue was identified after several cauterization applications. The device was subsequently withdrawn from the patient¿s leg. The customer stated that there were no apparent issues upon opening the package, and all components appeared to be in proper condition during assembly of the kit. The c-ring was advanced under visualization and the c-ring was retracted during insertion into the leg/trocar. A new kit was then opened, and the procedure was completed without further incident. No patient injury was reported. There was a slight delay in identifying the issue and opening a second kit. There was no other troubleshooting required that would stall the case further. No additional incisions were required. No intervention needed, no transfusions. No unusual resistance was noted during hpii insertion. Nothing came out of the device into the patient. The user commented that there was detachment of the c-ring and it was loose, but it did not release into the tunnel.

Manufacturer narrative:
Tw (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during vein harvesting using the vasoview hemopro 2, it was observed that the c-ring had broken in half. The issue was identified after several cauterization applications. The device was subsequently withdrawn from the patient¿s leg. The customer stated that there were no apparent issues upon opening the package, and all components appeared to be in proper condition during assembly of the kit. All fragments were successfully retrieved from the leg. A new kit was then opened, and the procedure was completed without further incident. No patient injury was reported.